Event description:
It was reported that bd regular bevel needle, 18g x 1 1/2" contained foreign matter on the device cannula. The following information was provided by the initial reporter: "it was reported that foreign matter was found on needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: it was reported that foreign matter was found on needle. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly with the plastic shield and no packaging blister. The needle has an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle plastic hub. A device history record review was completed for provided material number 303005, lot number 1224722. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of products was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.